Manufacturer narrative:
One sample was received without pouch. A visual inspection noted a brown color embedded particulate matter (epm) of size: 5.00 sqmm on the sheeting. An underwater pressure test was performed with no issues noted. The reported issue was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown particulate matter in the homechoice cassette. The patient found this when they opened the pouch of the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.